Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis which was completed on 2/12/2025. The reported event with the instrument could was confirmed and replicated. The instrument was found to have a frayed grip cable at the distal idler pulleys. Some wires were broken, but the cable itself was not fully broken. The reported complaint was confirmed by failure analysis testing.